Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
In the literature article ¿the total calvarial transsutural distraction osteogenesis for 26 children with slit ventricle, craniosynostosis, or microcephaly after shunt operation published journal of publication: world neurosurg. (2017) 97:701-709. Http://dx.doi.org/10.1016/j.wneu.2016.09.093, it was reported that 2 children who received unk codman hakim programmable valves has adverse events, over drainage and damage to vital organs. Per the article: among shunt complications, the postshunt slit ventricle (pssv) and the postshunt aniosynostosis (pscs) may be managed by shunt valve upgrade and/or cranial expansion surgery. Here, we analyzed 26 children with pssv, pscs, or microcephaly who received simple generalized cranial expansion (ie, total calvarial transsutural distraction osteogenesis¿. Per table 3, 1 unidentified child had pscs only and another unidentified child had pssv only. It was reported that surgery was done there is no further report of adverse events after intervention. At the time of complaint entry, no device specific information, i.e. Catalogue/lot number, is available.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.